Event description:
The account's maintenance alleged the brake is not holding.

Manufacturer narrative:
The technician found both brake caster swivels failing to lock when the brake was engaged. The caster wheels were locking fine. The technician replaced the brake and brake/steer casters to repair the bed.